Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, during reaming to collect bone graft for hindfoot fusion nail, the graphic case lid ria 2 instrument set disposable piece melt and break. The yellow piece also melted and got chewed up a bit. The yellow piece has the black side facing distant and it was on a stryker 7 jacob¿s chuck. The ria 2 bone graft harvesting kit was replaced and a new metal shaft was used as per surgeon's request and continued. There was no patient consequence. The surgery was delayed by few minutes to open a new ria 2 bone graft harvesting kit. This complaint involves one (1) device ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrx complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G3: product investigation closed on 26-july-2022. H3: physical product confirmed not returning. H6: photo investigation. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that only part of the kit from the ria 2 bone harvesting kit l520 (shaft) was observed in the picture and showed the reaming rod seal was still attached at the proximal end. Per the technique guide, the reaming rod seal is a single use device and should be disposed of after procedures. It is possible that the reaming rod seal was not removed before the complaint device was put through decontamination, which melted the reaming rod seal onto the complaint device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for (shaft) from kit ria 2 bone harvesting kit l520. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Manufacturing location: packaged, sterilized and released by: monument, release to warehouse date: 26-jan-2022, expiration date: 31-dec-2022, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 596p789 (sterile), lot quantity: 12. Production order traveler met all inspection acceptance criteria. Packaging label logs (pll) lppf rev b, lmd rev a were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21680 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.